Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez3326 showed no similar product complaint(s) from this lot number.

Event description:
It was reported that PICC was placed (B)(6) 2021. At the second treatment blood is detected. When nfc is removed there are blood leakage. Treatment given epirubicin and cyklofosfamid. No other information was provided.